Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Facility nurse reported that at the beginning of rinseback of the pt's blood following a routine hemodialysis treatment, an arterial air alarm occurred. The pt refused to have the operator perform troubleshooting steps to remove the air from the blood circuit and insisted that the blood circuit be discarded resulting in a blood loss of approx 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. Air was most likely introduced into the blood circuit when the operator reconfigured the tubing connections for rinseback at the end of the treatment. Facility nurse has provided add'l training to the operator and pt. There have been no similar problems reported subsequent to this event. Device labeling includes adequate instructions for configuring the tubing connections for rinseback. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.